Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that surgeon inserted the fast fix into the torn meniscus and deployed the 1st implant. However, when he withdraws the hand piece from the 1st insertion, the 2nd implant already dislodged from the handpiece. Therefore he had to remove the 1st implant from the meniscus. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle or were returned for examination. The delivery needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.